Manufacturer narrative:
The reported event of failure to remove lead from the header was not confirmed. Final analysis revealed that as received, the device was returned with the v-setscrew removed. Analysis revealed that the connector port was of normal size and dimensions. There was no blood or foreign material that was found in the port that would affect lead removal. The connector port of the device passed lead removal and insertion force tests. There were no device anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-20720 it was reported that the patient presented for a lead replacement procedure on (B)(6) 2023 for a right ventricular (rv) lead that exhibited noise oversensing. During the procedure, it was noted that the rv lead was failed to be removed from the set screw of the pacemaker's header. The physician eventually forcefully removed the lead out of the pacemaker's header by first pulling the set screw out of the header. The rv lead was capped on (B)(6) 2023 and was replaced. The pacemaker was then explanted and was replaced. The patient was in stable condition.